Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that error 32056 occurred against universal surgical manipulator (usm) 1. The customer power cycled the system but the error persisted. The customer disabled the usm and the system was able to complete the power on sequence. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and was found indicating fault on the usm pitch axis, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm agc current was found to be failing on the pitch searchlight once testing was completed, the pitch searchlight was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.